Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
As reported to arjohuntleigh, a passive floor lift was being used to transfer a patient from bed to wheelchair when the lift suddenly dropped about 8 to 10 inches. The resident stopped on the bed. The caregiver's arm was under the lifting arm, between mast and mast handle and sustained an injury to their hand. No consequences to the patient. The assisting caregiver sustained an injury to hand - ice packs were put on it. The injury did not require hospitalization. No malfunction with the lift was detected upon its inspection.

Manufacturer narrative:
It was reported to arjohuntleigh by the customer (B)(4) located in (B)(6), that during resident transfer from bed to wheelchair with use of maximove lift, the device lifting arm suddenly lowered onto the bed. Because a caregiver arm was under the jib bar and in between mast and mast handle, a caregiver received a slight bruise on hand. A treatment an ice packs were put on hand. Few days later, injured went to a doctor. No information concerning a need for further medical treatment was disclosed. After the event the device was evaluated by arjohuntleigh technician who found it in good working condition. Function test did not reveal any fault. The event could not be recreated. The customer complaint could not be confirmed. There was no issues with the lift that would indicate reported sudden drop. Despite the effort made and test performed to duplicate the reported issue, arjohuntleigh technician could not determine the cause. A customer did not indicate that the lift might have been lowered upon an obstruction which blocked it's movement, nor electrical fault was detected. For this reason, the exact root cause cannot be explained. In summary, the device played role in the event as it was used for patient handling during the incident. Although the device was up to its technical specification (as no malfunction that could have caused or contributed to the issue was detected), during the incident the device was reported by customer to activate lowering function by itself and from that perspective did not meet its performance specification.